Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose of over 600 mg/dl. Troubleshooting was performed and the insulin pump was determined working as designed. The customer did not receive any medical treatment. The customer did mention a low blood glucose but declined troubleshooting. Nothing further reported.